Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high platelet result generated by act 5diff cp instrument on first aspiration of a patient specimen with a flag. The erroneous result was not reported out of the laboratory. Subsequent testing produced lower platelet result, which the customer considers correct. No manual scans were performed. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Event description:
It was further reported that the patient presented at the time of the index procedure with ccs class iii stable angina. On the date of the index procedure, the patient had a temporary pacemaker placed due to bradycardia. The temporary pacemaker was removed after five days. The patient was discharged 16 days post index procedure with ccs class ii stable angina. Corrected information stated that the index procedure was 80mm in length, not 86mm. The index lesion was 90% stenosed, not 82% as initially reported and residual stenosis was 0%, not 20%.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010. During the same surgery, the patient was reimplanted with another device.(B)(4).

Event description:
Per the clinic, the patient has experienced nausea, vertigo, and popping sounds while using the device. The patient has discontinued use of the device. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An integrity test was carried out on (B)(6), 2010. It was determined to be a failed integrity test. Results revealed malfunction of the receiver stimulator, as well as multiple electrode anamolies.revision surgery is scheduled but has not taken place as of date on this report.(B)(4). Implanted device remains.